Event description:
Complainant alleged that while attempting to treat a pt, the clinicians opened the one step electrodes pads and a wire was pulled out from the pad. The clinician did not note a lot code number and stated that the electrode pads were disposed of. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the pt.

Manufacturer narrative:
The customer has indicated that the event electrode pads were discarded and they are not available for eval.